Event description:
Additional information received indicates the ipg is not liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was explanted and replaced.